Event description:
It was reported that during an unspecified procedure, the probe tip of a demo device broke off. It was reported that the tip of the device could not be found. However, the intended procedure was completed and on patient injury or issues were reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found the probe broken at the tip. The device was sent to the original equipment manufacturer (OEM) for further evaluation. The OEM confirmed the reported event. The damage found is believed to have occurred when the probe may have come in contact with an unknown tool.